Event description:
Same case as MDR # 2134265-2012-03437. It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right coronary artery. The physician implanted a 3.5x28mm promus element plus stent in the target lesion, then a 3.5x12mm promus element plus stent proximal to the first stent. The physician used a 3.75mm unspecified balloon catheter to post-dilate the 3.5x28mm stent, however the physician noted that the stent need additional dilation. A 4.0mm unspecified balloon catheter was advanced to the target lesion but the tip of the device damaged the 3.5x12mm stent. The 4.0mm unspecified balloon catheter crossed the lesion and the procedure was completed by post-dilating the stents. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).